Event description:
It was reported that the patient line protective cap was missing on an amia automated pd set with cassette. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a dislodged green cap to the patient connector in the pouch. The reported condition was verified as a dislodged cap. The cause of the dislodged cap could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.